Event description:
It was reported that the customer had a blank display and battery out limit on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer doest not want to troubleshoot the blank display and continues to troubleshoot the battery out limit. The customer was advised to monitor the insulin pump and time battery changes very carefully as battery out of the insulin pump for too long will cause the alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.